Event description:
It was reported that the patient had congestive heart failure exacerbation, shortness of breath, fatigue, fever, pulmonary edema and atrial fibrillation. A farawave was selected for use. It was mentioned that the patient had congestive heart failure. The patient underwent pfa on (B)(6) 2026 with no problems reported. The patient presented to the hospital on (B)(6) 2026 complaining of sob with no cough, weakness, tiredness and low-grade fever. When tested for renal insufficiency with a creatinine of 2.03, bnp of 800, high-sensitivity troponin of 1300, wbc 13, hemoglobin 11.3, negative covid and flu, portable chest x-ray showing increased interstitial markings suggestive of pulmonary edema. The patient was also noted to be in atrial fibrillation, despite having a recent watchman implant and ablation. Patient was treated with IV diuretics, empiric antibiotics, metoprolol increased to 50 mg, po, bid and continuation of apixaban as well as torsemide 40, daily. No issue was noted during the procedure. Patient was admitted on (B)(6) 2026 and was discharged on (B)(6) 2026.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.